Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no off no power alert noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had off no power. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump did not give low battery alarm and battery cap was ok. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.